Event description:
Pt reported that his spinal cord stimulator was reprogramed because it was not working right and was migrating from where it was implanted. He also stated that he feels pain, muscle spasms and a burning sensation to his left buttock. The device has stopped working completely. Pt's doctor has scheduled for removal of stimulator on (B)(6) 2014.